Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a suture break occurred. A flexima apdl was selected for use; however, as the physician pulled the string to for a pigtail, it was noted that the string was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was received with its suture broken, no other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was selected for use; however, as the physician pulled the string to for a pigtail, it was noted that the string was broken. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.